Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 15, 2020. Device evaluation summary: during the visual evaluation of the device, it was observed that the injection reservoir was not received. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Additionally, there were no difficulties to inflate or remove air. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: difficulty with expansion of implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round spectrum 475cc saline prosthesis would not expand during a procedure. A replacement device was used to complete the procedure. No adverse events or patient consequences were noted.